Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a hole in the hub of the delivery system. A left atrial appendage procedure was being performed. A 30mm watchman ® laa closure device & delivery system was opened. During preparation, outside the patient, it was noticed there was a hole in the "y-connector" on the hub. The delivery system was exchanged for another one of the same size to complete the procedure successfully. There were no patient complications.

Manufacturer narrative:
Device avail. For eval, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds), without the implant. The touhy (hub), y-conector, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed touhy/y-connector damage (cracks/witness mark). The device was functionally tested by attaching a syringe (filled with water) to the device and adding positive pressure. The device leaked water from the y-connector and hub/touhy. There was also an abrasion on the device that is consistent with an object ¿clamping¿ onto the device. Despite adhesive applied to the threads of the device, the touhy was easily unscrewed from the device, indicating damage to the adhesive. The adhesive damage would be caused by excessive torque force. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that there was a hole in the hub of the delivery system. A left atrial appendage procedure was being performed. A 30mm watchman ® laa closure device & delivery system was opened. During preparation, outside the patient, it was noticed there was a hole in the "y-connector" on the hub. The delivery system was exchanged for another one of the same size to complete the procedure successfully. There were no patient complications.